Event description:
A customer contacted beckman coulter inc. (Bci) regarding four (4) glucose (gluc) patient results did not match when ran on duplicate mode that were generated by the unicel dxc 800 pro synchron chemistry analyzer. A rerun of the original sample was performed on the same instrument prior to reporting the result. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.

Manufacturer narrative:
The 75% of all patient samples are collected in plastic lithium heparin plasma tubes with gel separator. 25% of all patient samples are collected in serum plastic tubes with gel separator. Tube gel separator material was found lodged in the modular chemistry (mc) sample probe and collar wash. A field service engineer (fse) was dispatched, performed troubleshooting and replaced the glucose reagent syringe pump. Although gel material was found in the hardware, the erroneous results were generated after the gel material was removed and parts replaced by the fse. Root cause is unknown at this time.